Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via fluoroscopy. The electrical function of the lead was normal. The lead was capped and replaced. The patient condition is stable.